Event description:
A customer contacted beckman coulter regarding falsely negative (-) urine test results form the icon 25 hcg test kit. The customer indicated that a patient performed three (3) home pregnancy tests and all results were positive (+). The patient's urine sample was tested with the icon 25 hcg test kit and the result was negative (-). The customer re-tested the urine sample with the icon 25 hcg test kit and the result was negative (-). A physician then requested a quant test and the result was "positive (+)." The test method, sample information and the acutal result were not provided. No injury related to this event has been reported.

Manufacturer narrative:
Retain and return devices performed as expected when tested by beckman coulter with positive and negative serum and urine controls. No patient sample returned by the customer. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.